Event description:
Boston scientific received information that during the pre-discharge follow up this left ventricular (lv) lead displayed increased pacing threshold measurements. In addition, it was thought the lead had dislodged. The associated device was reprogrammed and the output increased. No arrhythmic events were present in the memory of the device. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.